Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device expiration date was unavailable.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to chronic over-sensing. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.